Event description:
Caller mentions they have a st. Jude spinal cord stimulation system and it is not helping with the pain but it is helping with the neuropathy. No additional information was provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).